Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt could not establish communication between the ipg and charger. It was also reported the pt could not remember the last time she had charged her system. As a result, the pt's scs system was explanted and replaced on (B)(6) 2013. The pt reported effective coverage post-operative.